Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this deviec's current drain may be excessive. The device was put through and passed a series of automated diagnostic testing that verified the functionality and therapy delivery of this device. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Additional information: a review of device memory confirmed the clinical observation of increased charge time. Extended charge times during mid-life is normal device function.

Event description:
Boston scientific received information in (B)(6) 2010 that this clinic nurse contacted technical services to report that the charge time of this device was 11.0 seconds at the last clinic follow-up. Currently, the monitoring voltage is 2.56 volts associated with a charge time of 17.9 seconds. Technical services discussed device behavior at elective replacement indicator (eri) due to charge time or battery voltage. Subsequently, boston scientific received information from an implant form that this device was electively explanted in (B)(6) 2011 due to normal battery depletion. The device was received at boston scientific's return products department in (B)(6) 2011.